Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("excessive and abnormal bleeding which led to anemia") and haemorrhagic anaemia ("excessive and abnormal bleeding which led to anemia") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), alopecia ("hair loss"), headache ("headaches"), feeling abnormal ("brain fog") and rash ("rashes"). The patient was treated with surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the vaginal haemorrhage, haemorrhagic anaemia, weight increased, alopecia, headache, feeling abnormal and rash outcome was unknown. The reporter considered alopecia, feeling abnormal, haemorrhagic anaemia, headache, rash, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("excessive and abnormal bleeding which led to anemia") and haemorrhagic anaemia ("excessive and abnormal bleeding which led to anemia") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), alopecia ("hair loss"), headache ("headaches"), feeling abnormal ("brain fog") and rash ("rashes"). The patient was treated with surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the vaginal haemorrhage, haemorrhagic anaemia, weight increased, alopecia, headache, feeling abnormal and rash outcome was unknown. The reporter considered alopecia, feeling abnormal, haemorrhagic anaemia, headache, rash, vaginal haemorrhage and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.